Manufacturer narrative:
An evaluation of the kangaroo pump was performed and service found unit was not passing the rotor error alarm section of the performance verification. On the first iteration, unit passed the testing, displaying a rotor error at 0:14. On the second and fourth iterations, unit displayed a flow alarm at 2:09, and on the third and fifth iterations, unit displayed a rotor error at 0:58, which is outside of specification. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found unit was not passing the rotor error alarm section of the performance verification.